Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the steerable guide catheter (sgc), the fluid column was lost when the dilator was inserted. This was repeated three times and the stopcock was changed; however, the fluid column was lost each time. The sgc was not used and there was no patient involvement. There was no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported steerable guide catheter (sgc) leak was confirmed. Additionally, a torn silicone valve was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak was attributed to the observed tear in the silicone valve; however, a definitive cause for the torn silicone valve could not be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.